Event description:
A discordant, falsely elevated prothrombin time international normalized ratio (inr) result was obtained on a patient sample on a bft ii analyzer using thromborel s reagent. The sample was repeated for inr two additional times using the same analyzer and reagent, also recovering falsely elevated. The falsely elevated results were reported to the physician(s) and were questioned. The same sample was rerun for inr at an alternate hospital using an unknown system and reagent, recovering lower. The lower result was considered to be the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant inr results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer indicated that normal level quality controls (qc) recovered in range at the time of the event, but did not provide qc results for other control levels. The issue was limited to one patient sample and no mechanical errors occurred at the time of the event. Inadequate sample collection, mixing, centrifugation or other mishandling of the sample cannot be ruled out contributing factors to the event. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.